Manufacturer narrative:
Patient ID reported as (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient sustained right humeral fracture on (B)(6) 2012. Fracture was repaired on (B)(6) 2012. Post-op follow-up revealed a non-union of fracture at a unknown date. Decision was made to remove and revise the construct. Two stage process ¿ remove hardware and within a couple of weeks at a unknown date to revise patient with new hardware. All hardware was removed successfully. No delay in surgery reported. This is report number 3 of 4 for com-(B)(4).